Event description:
Hcp reports pt presented with an infection of the ipg device pocket. A culture was obtained, which produced stapf growth. The pt was treated with IV antiobiotics and underwent a partial device system explant. The outcome is ongoing. There was a partial device explant, but it has not been returned to the manufacturer for analysis.